Event description:
It was reported that it was difficult to attach the disposable hand piece to the unit. There was no case involvement and no adverse patient consequences.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.